Event description:
Procedure type: lap hernia repair. According to the reporter: the grey flat square 5mm reducer cap broke off the trocar on two occasions. On one occasion, the trocar was removed from the pt when the reducer cap broke off and fell into the pt. Pt had to be re-laparoscoped and reducer cap retrieved. Surgery was extended, ports had to be repositioned, pt re-insufflated and reducer cap retrieved pt extending operating time by 10 minutes. No pt injury was reported.

Manufacturer narrative:
(B) (4)